Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info from an advocate for the pt that this implantable lead would not fixate to the pt's tissue. The physician had to go back in and reposition the lead. No adverse pt effects were reported. The lead remains in service. As of today, no additional info is available and our investigation is complete at this time. Should additional info become available, this report will be updated.